Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the red handle was opened the optical fiber was found to be not fully seated in the ferrule. The root cause of the optical failure was determined to be a damaged optical fiber due to an external manufacturing process issue. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there was a loss of optical signal after the placement in the left ventricle. The impella device was replaced and a new impella was implanted and supported successfully. No patient harm was reported.